Event description:
It was reported that the atrial lead exhibited varying thresholds and intermittent loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was capped on (B)(6) 2013 and explanted on (B)(6) 2013.